Event description:
As it was reported, the needle broke during the procedure. Prior to the break, it was not possible to advance the wire through the needle and when the needle was withdrawn, it broke. The reporter stated no extra force was used. The procedure was completed with a second needle and the presep catheter was successfully placed in the patient.

Manufacturer narrative:
One 18 gauge thin wall needle was returned for evaluation. The needle was received broken in half at the distal edge of the hub. Examination of the break site found that the needle was bent prior to the break. A review of the manufacturing records indicated that the product met specifications upon release. The complaint was confirmed; however, there was no evidence of a manufacturing nonconformance found during the evaluation. Review of the available information suggests that device handling may have contributed to the event. No actions will be taken at this time.